Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 3 reports. Same patient/event, different products. Other mfg report numbers: 3014334038-2022-00117, 3013886523-2022-00245. A facility reported a cable/sensor fault alarm. The box was on the bed with the patient. Medical staff changed the cables and restart the box; however, the issue persisted. A new cable was taken and connected but the alarm persisted. According to the treating nurse, before the alarm started the patient noticed that the icp reading went to -50mmhg. Another sensor was connected which worked immediately. Surgeon replaced the sensor and everything seemed ok, but shortly after the same alarm appeared.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. The cerelink sensor was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventive action (CAPA) was opened to investigate the failure mode "out of range reading". The root cause investigation will be captured under that action.